Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing, including the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm test. A cracked reservoir tube lip was noted during the visual inspection. The insulin pump history shows that between the dates of (B)(6) 2015 and (B)(6) 2015, the insulin pump had a daily total of insulin delivered of 12.15 units to 23.635 units per day. The total basal was 10.32 units to 10.85 units per day and the total bolus was 1.3 units to 12.8 units per day.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is believed to be heart failure. The caller stated that the insulin pump had a low reservoir alert at 10:49 am. The customer delivered a bolus of 1.30 unites of insulin, but she did not enter the blood glucose value. The customer was found, passe daway, by her boyfriend, in the backyard. The customer was informed that she was going to be placed on dialysis. She had stents in her heart, diabetes complications, kidney failures, and heart disease. The customer's blood glucose, at the time of death, was unknown. The customer was wearing the insulin pump at the time of death. The caller was unsure if the customer was using sensors or not. The caller agreed to return the insulin pump for analysis.